Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm) testing of an infusion pump at mckesson, was failing the high-pressure testing. The pump was then shipped to intuvie and was investigated. The investigation revealed the pump failed the 30psi occlusion test, recording a pressure of 16.7psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for these failure modes. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm) testing of an infusion pump at mckesson, was failing the high-pressure testing. The pump was then shipped to intuvie and was investigated. The investigation revealed the pump failed the 30psi occlusion test, recording a pressure of 16.7psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.it was reported.